Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been yet received.

Event description:
The user was seen for his annual follow-up and channels with abnormal impedances were found. There is no report of discomfort or trauma. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for his annual follow-up and channels with abnormal impedances were found.